Manufacturer narrative:
Continuation of d10: product ID a71200, serial# unknown, product type: software. Ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative (rep) reported that when attempting to start the implantable neurostimulator (ins) while in a procedure that they were seeing invalid data 0x59a89a8f and validation error 000100bb. The rep touched start usage one time and was able to get into and connect to ins.